Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to insulation damage. A bipolar lead was also removed at that time due to fracture. The leads were replaced with a new lead model 94.